Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, diaphragmatic stimulation was noted that spontaneously alleviated. Six months post-implant, it was noted that due to the patient's blood vessel configuration, the left ventricular (lv) lead became dislodged. It was noted the lv lead had been unstable since the time of implantation. The lv lead remains in use and is being monitored. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.